Event description:
This is an adverse event recorded on a crf as part of (B)(4). This pt was prospectively enrolled with a 2cm barrett's esophagus. One month post focal ablation, the pt was brought back for follow up endoscopy. The pt reported symptoms of difficulty swallowing which had been improving but had not yet resolved after approximately one month. An endoscopy was performed which did not reveal any anatomical abnormalities; however the physician dilated the pt empirically for a presumed spasm. The symptoms resolved. This event is being reported out of an abundance of caution to comply with 21 cfr 803. Per physician, the severity of this event was moderate. The relationship of the event to device procedure was possible and there was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore no device evaluation was performed. If we should receive further info pertinent to this event, a follow up report will be submitted. (B)(4).